Event description:
It was reported that during an in-clinic follow-up appointment, this patient with an implantable pacemaker was performing exercise testing, when the device's minute ventilation (mv) sensor was disabled. Boston scientific technical services was contacted and confirmed that this was likely due to noise while the patient was exercising on the treadmill. Programming options were also provided to better optimize the device's rate response feature at elevated rates. At this time, this pacemaker remains implanted and in-service. No adverse patient effects were reported.